Event description:
Protege everflex stent fractured in the popliteal artery. No injury to patient reported.

Manufacturer narrative:
A review of the manufacture records for this device could not be performed because no device information was provided.